Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Qc investigation on (B)(6) 2018 returned test strips produce high readings. Most likely underlying root cause of high results are due to improper storage: vial left open for an extended period of time. Test strip UDI# (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 170 to 180mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the kitchen. The test strip lot manufacturer's expiration date is 07/18/2020 and open vial date is last month. The meter memory was reviewed for previous test result history: (date/time not stored correctly): result 1:210mg/dl date: (B)(6) 2018 time:9:44am fasting; result 2:280mg/dl date: (B)(6) 2018 time:9:45am fasting; result 3:408mg/dl date: (B)(6) 2018 time:12:01pm fasting; result 4:225mg/dl date: (B)(6) 2018 time:8:56am fasting; result 5:199mg/dl date: (B)(6) 2018 time:2:44pm fasting.